Event description:
A report was received that the patients ipg was hitting his twelfth rib. The patient underwent a revision procedure wherein the ipg was relocated.

Manufacturer narrative:
Additional information was received that the ipg hitting the rib was causing discomfort.

Event description:
A report was received that the patients ipg was hitting his twelfth rib. The patient underwent a revision procedure wherein the ipg was relocated.